Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black spots were observed on the female luer of five (5) syringe inlets. The event occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between june 12, 2023 ¿ june 13, 2023. H11: five (5) devices and five (5) photo samples were received for evaluation. A visual inspection of the photo samples was performed, and a small dark speck particle of foreign matter bedded in the blue female connector end of inlet and a dark contaminate on the outside of the downstream white female connector in the sealed packaging of the inlet product were observed. A visual inspection of the actual samples was performed, and particles of foreign matter either embedded in the blue female connector end of inlets or in the tubing and contaminates observed in the sealed packaging were observed. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.